Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the device entered backup mode due to reaching normal elective replacement indicator (eri) level. The device was explanted and replaced due to normal eri. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported event of the pacemaker being in backup mode was confirmed. The pacemaker was received in backup operation with battery voltage above elective replacement indicator (eri) level. The device image was severely corrupted, and no data was available. The product code was reloaded, and the device was programmed to nominal settings. Electrical and mechanical analysis was performed which indicated normal device functionality. The backup condition was unable to be reproduced. Additionally, a longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an in clinic follow-up, the device was in backup vvi mode. The physician alleged the backup mode was due to electromagnetic interference. Abbott technical support reviewed the backup mode summary and alleged the backup mode was due to high battery impedance. The device is anticipated to be explanted and replaced to resolve the event. The patient was in stable condition and will continue to be monitored.